Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. D

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 5.4 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would need to be replaced and to contact the local office.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had a constant unexpected restart alarm during the battery changes due to a faulty component on the interface board. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump had cracked battery tube threads, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and a broken belt clip slot. The pump also had moisture damage on the lcd board.